Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak at the fill port was confirmed. Visual examination of the unit found no signs of physical abnormality. However, during fill, when the syringe was removed from the fill port, a continuous backflow was noted at the fill port. The root cause of backflow during filling is an opening which does not let the valve seal completely. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor device was observed backflowing (leaking) from the location of the fill port. There was no patient involvement. No additional information is available.